Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display and cracks on the insulin pump. Customer stated that there was damage on the corner of the screen to the top of the pump. Customer stated that the damage was due to wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.